Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Missing lot information has been requested. A follow up report will be submitted when the information becomes available. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that nearly 2 months after dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, 35 ncm of primary stability was achieved and the patient presents bone type iii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that nearly 2 months after dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved and the patient presents bone type iii.